Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels. Customer's blood glucose level was of 1.4 mmol/l. Customer treated their hypoglycemia with sugar. Customer declined to troubleshooting for hypoglycemia. Customer also stated that insulin pump did not alert him when he had low blood glucose. Customer stated auto mode was set to 2.8 mmol/l originally so it was switched to 3.7 or 4.0 mmol/l and the alert before low did not work. The insulin pump will not be returned for analysis.